Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they sensor filament was shorter after they took off the sensor. The customer's blood glucose was 127 mg/dl at the time of incident. The sensor will not be returned for analysis.